Event description:
It was reported that the device exhibited an ¿air in line defect" alarm. There was patient involvement and no patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided. The affected device was received for evaluation. Service history review identified that the device has not been in service in the past twelve months. The device was in good condition, no physical damage was found. A functional test and visual inspection were performed, and the customer confirmed that the device constantly alarmed ¿air in line¿ when starting the pump and the air detector was defective. The root cause was unknown. As a result, the air detector and downstream occlusion sensor will be replaced.